Event description:
Caller reported a malfunction on a pump. Customer's blood glucose level was affected, showing a high value exceeding 500 mg/dl, but the specific value was unknown. Customer contacted technical support for assistance, and after resetting the pump with the provided instructions, the malfunction code did not recur. Technical support advised the customer to continue using the pump and to call back if any issues reoccur.